Event description:
It was reported that stent profile problem occurred. The target lesion was located in the carotid artery. An 8x29, 5f, 135cm carotid wallstent was advanced for treatment. However, during the procedure, fluoroscopy revealed that the stent was longer than the length of the lesion. The procedure was completed using this device. There were no patient complications reported and the patient condition was good.